Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected hyper alerts noted during testing. Device communicated properly with glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and the connector on printed circuit board was not unlocked during visual inspection. No unexpected blank display anomalies noted during testing. The power management graph was in specification. No unexpected failed battery alarms or power error alarms noted during testing or present in the format history file. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed stuck button and failed battery test. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.